Manufacturer narrative:
(B)(4). The insulin pump had unresponsive buttons due to flattened escape and act buttons dome switch. No unlocked keypad connector noted. Unable to perform rewind test, self-test and displacement test or verify rewind anomaly or communicate to sensor simulator due to unresponsive button. Insulin pump had cracked battery tube threads, broken belt clip slot. The test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that insulin pump rewind slower than it had in the past and had a crack by the battery sensors was not connecting to the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.